Event description:
The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported ruptured. The device status and affected side are unknown.

Event description:
Physician reported ruptured. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on august 13, 2024, with lot number 2872524. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further.